Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2218-50 serial#:(B)(4), description:enh st ld kit,50 cm.

Event description:
A report was received that the patient underwent a lead revision due to discomfort. The tension loops of the leads were bulging up under the skin causing discomfort. The physician revised the lead and the patient is doing well.